Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
During evaluation, it was found the probe is displaying rain like image which causes the image to be out of spec.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, it was found the device displayed poor image quality. The probe is displaying rain like image which causes the image to be out of spec. The root cause of the failure was identified as a probe failure. A history review of serial number dycsah505 showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11

Event description:
During evaluation, it was found the probe is displaying rain like image which causes the image to be out of spec.